Manufacturer narrative:
Reviewed of data for the cobas® liat® sn (B)(4) instrument confirmed the alleged run #3185 could be a false positive result for sars-cov-2. In addition to runs #1349, #1393, #2278, #2494 were also found in the data to be potentially false positive results for sars-cov-2, due to abnormal pcr curves. Since the allegation did not appear to be due to a systemic issue with the instrument, the customer was recommended to proceed to use the instrument if they have stopped using it. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged the generation of discrepant results for a patient sample when using the sars-cov-2 & influenza a/b assay test on the cobas® liat® system. The customer indicated, on (B)(6) 2021, the original sample tested negative for influenza a, positive for influenza b and sars-cov-2 with the sars-cov-2 & influenza a/b assay test on the cobas® liat® system sn(B)(4). The same sample was re-tested on a different cobas® liat® system sn (B)(4) tested negative for sars-cov-2 & influenza a/b. The negative results were released to medical personnel. No harm is alleged. Reviewed of data for the cobas® liat® sn (B)(4) instrument confirmed the alleged run #3185 could be a potential false positive result for sars-cov-2. In addition to runs #1349, #1393, #2278, #2494 were also found in the data to be potential false positive results for sars-cov-2, due to abnormal pcr curves. Five (5) mdrs will filed.